Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone of not getting any insulin overnight due to infusion set not entering the skin. Customer attempted to fix the issue and accidentally changed the settings. Customer did not know of correct settings in order to fix settings. Customer's blood glucose was 501 mg/dl. Customer was advised not to use the bolus wizard until correct settings could be confirmed.